Event description:
It was reported that a leakage occurred at the connection between the yellow wing and the elbow of the steel needle during infusion, the infusion was carried out after replacing the port needle. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the needle housing is confirmed; however, the exact cause is unknown. One video of a 20 g powerloc infusion set were returned for evaluation. An initial visual observation of the video showed fluid leaking from the needle housing while infusing. The sample was implanted in a patient during the infusion and had visible contaminants on it. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a leakage occurred at the connection between the yellow wing and the elbow of the steel needle during infusion, the infusion was carried out after replacing the port needle. No other information provided, at this time.